Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that sometimes there was video image distortion of the subject device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image defect due to flooding of image capture and cable (color bar). A definitive root cause could not be identified. Based on the results of the investigation, the information obtained from this complaint and the investigation results did not lead to the identification of the cause of the occurrence of the distorted images. However, communication failure defect was newly confirmed during an inspection of the product by the repair department. It is presumed that image capture and cable flooding resulting in image defects. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that sometimes there was video image distortion of the subject device. There were no reports of patient harm.